Manufacturer narrative:
Device was not returned. Reviewed DHR, no discrepancies found.

Event description:
Complainant stated that a canister bottom cracked open during use and leaked blood. No patient consequences, and no injury reported.